Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a miss with intraocular lens. Intraoperative aberrometry was used to calculate intraocular lens (iol) and power that was implanted in the patient's eye. Target and post-operative refractive outcome differed. New information was received. Original iol was explanted and a new iol was implanted.

Manufacturer narrative:
The company service representative examined the system and did not find any issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5 and b.7. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The pre-operative plan on the biometer listed the patient as not a post refractive patient while the analyzor said that patient was post myopic. Therefore, a mismatch was found between the two. The patient did have lasik in the past.